Event description:
It was reported that an ilet pump repeatedly displayed alert 65 after restarts, consistent with an audio alarm malfunction, and the user transitioned to backup therapy with multiple daily injections while a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.